Manufacturer narrative:
An evaluation was completed on march 10, 2022. Visual analysis of the returned sample revealed that the breast implant had a tear on the anterior view, measuring approximately 2.2 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).

Event description:
Hold for em 3.9 it was reported that a (B)(6) asian female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was undergoing a breast augmentation surgery and upon removal of the implants, the surgeon observed bilateral baker grade iii capsular contracture. The patient underwent removal and replacement with a 350cc mentor smooth round moderate profile saline breast implant on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01678 for the contralateral event.